Manufacturer narrative:
Manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU) is currently available. Section 1, ¿introduction,¿ lists death as an adverse event which may be associated with the use of heartmate 3 lvas. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 liters per minute (lpm). A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 7, ¿alarms and troubleshooting,¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook also outlines all system controller alarms as well as how to respond to each alarm condition. A specific cause for, as well as a direct correlation between the reported aortic rupture and the device could not be conclusively established through this evaluation. Additionally, review of the submitted log files confirmed low flow alarms which appeared consistent with the reported rupture. The submitted system controller event log file captured a series of low flow events at the end of the file, correlating to the suspected aortic rupture. The device appeared to operate as intended, and there were no other notable events captured. The device reportedly operated as intended and will not be returned for evaluation. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Related manufacturer's report # 2916596-2021-04570. It was reported that the patient expired. The surgeon suspected that the patient's cause of death was aortic rupture. Prior to the patient's death, they abruptly began experiencing shortness of breath and vomiting. The patient then passed out, which caused the flows to decrease. Review of the patient's log files showed that the mechanical circulatory support (mcs) equipment had been operating as intended. A low voltage event was seen to have occurred on (B)(6) 2021 at 13:47:57 due to the white power lead of the system controller being disconnected from the mobile power unit (mpu). Low flow alarms were also seen. The death was not considered to be device related.